Event description:
Reportedly, a cardiac perforation of the right ventricular anterior wall was confirmed in association with the vega r58 (the date on which the perforation was confirmed is unknown). A re intervention was performed on (B)(6) 2026, and a new vega r58 was explanted. A small intercostal incision was made, and the perforation site was surgically sutured. A new vega r58 was implanted, and the re intervention was completed. Since the date on which the cardiac perforation was confirmed is unknown, the event date is recorded as the date of the re intervention.